Manufacturer narrative:
Report is being submitted as a correction as the summary of investigation was available on 8/3/2020 when the initial report was submitted but was not included. On 8/31/2020, this error was identified, and information was subsequently sent. Investigation into this complaint included an existing data review, a quality data review, a customer data review and a complaint history review. The investigation is summarized as follows: review of current labeling concluded that the operation manuals provide descriptions and instruction for the use and function of the 200ml reagent vessel. Non-conformance and corrective and preventive action (CAPA) searches identified no related records. Review of the photographs attached to the ticket was performed and supported the customer's description of issue. Complaint history review showed that over the last two years, elevated complaint ticket under investigation was the only ticket found related to the 200ml reagent vessel, ln 04j71-60, lot 11114400, found with a crack when the box was opened at the distributor site. Based on the investigation elements, a product deficiency was not identified for the 200ml reagent vessel, ln 04j71-60, lot 11114400.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Third party distributor received a shipment of m2000 reagent vessels. Upon receipt of the boxes, they realized that one of the cardboard boxes had broken, and inside the box one package of reagent vessels had broken, exposing a sharp edge. This box has been quarantined at the distributor warehouse and has not been sent to the end user customer. No injuries were sustained when the box was open or when the broken reagent vessel was handled. A total of 5 packets of reagent vessels were broken. There is no patient involved as the broken reagent vessels were identified by a third party distributor. According to the m2000sp operations manual (200681-109 - march 2016), up to six 200 ml reagent vessels hold the sample preparation reagents needed for automated sample preparation on the m2000sp instrument.